Event description:
A pump issued an altitude alarm, and there was no adverse impact to the customer's blood glucose level. The issue did not cause the blood glucose to exceed harmful levels, and it was the first time the customer reported this issue with the pump. Customer support advised the customer to remove any obstructions from the speaker holes, clean them, and replace the cartridge. However, the issue persisted after these steps. The customer was then guided to replace the cartridge again and wait for the issue to resolve. Technical support planned to follow up after allowing time for any moisture to evaporate.